Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The reported condition of a connection issue between the female connector of the transfer set and the patient line connector of the cassette could not be assessed as the physical device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/07/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette could not be disconnected from the female connector of the transfer set. This issue occurred after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.